Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 78-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), society for cardiovascular angiography & interventions (scai) stage c shock, and on bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient had numbness to the right lower extremity (rle). The nurse reported progressive coolness in bilateral lower extremities (ble) and an inability to find bilateral distal pulses. A decision was made to remove the impella and manage the patient medically. No additional imaging was obtained. It was reported that the nurse was unable to obtain distal pulses in the rle pre-impella insertion. The post-procedure outcome is survived at explant. While on support, the impella functioned at p-8 at 3.5l/min as intended with d5w sodium bicarbonate in the purge solution. Limb ischemia can be attributed to large-bore access cannulas along with the patient's vessel characteristics pre-insertion. Note body (local language). Aei received date.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.